Manufacturer narrative:
E.1. Initial reporter facility: (B)(6) medical center. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) identified incorrect data in the pick and delivery report caused by a known version 1.4.4 coding issue, which was resolved in version 1.5 update. The tss advised the customer to select the inventory type as ¿at or below min¿ and choose the medication from the meds filter. The report was run to confirm that it displayed medications at or below the minimum level; also, medications not at or below the minimum also appeared in the report. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, an issue occurred with pyxis enterprise server reporting. The pick and delivery report displayed medications that were not below the minimum level for replenishment. There were no delay or adverse events or injuries reported based on this event.